Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an issue with the device wherein the axis was misaligned by ninety degrees. Details such as the patient's eye side and the type of surgery were not provided. Customer refrains from using the device until it undergoes thorough inspection and necessary repairs.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. An company representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure and found to meet company specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).